Manufacturer narrative:
Block b3: exact date unknown, event occurred three years prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-extension upn: m365sc3138250, model: sc-3138-25, serial: (B)(6), batch: 7040985.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.